Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia, with readings reported as high/high and up to 399 mg/dl, fluctuating slightly during calls, while using a 23" 6 mm infusion set; the user consumed morning coffee and later additional coffee, followed their ketone action plan guidance as advised, and elected to change the infusion site, after which glucose subsequently decreased to 118 mg/dl. Symptoms included hyperglycemia without ketones, dizziness, loss of consciousness, dka, or need for assistance. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included user coaching, review of device status and alerts, confirmation of only high glucose alerts, inspection of external supplies, and site change. Investigation of this case revealed no device alarms beyond high glucose alerts and no observable device or component malfunction, with hyperglycemia plausibly associated with carbohydrate intake and insulin delivery kinetics, and infusion set function not demonstrably compromised. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.